Event description:
It was reported that, during surgery, the anthology inserter poster hard broke. It is unknown if fragments fell inside of the patient. It is also unknown how the event was resolved as there was not any back-up device available. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The strike platform fractured off the device and was returned. The device was manufactured in 2019 and shows signs of extensive wear / usage. The medical investigation concluded that no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Based on the information provided, the root cause of the reported breakage could not be determined. Based on the results from the product evaluation, wear of the device cannot be ruled out as a contributing factor. The material, 17-4 ph stainless steel, which is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. If retained, the patient impact beyond possible corrosion, local irritation /discomfort and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.